Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "flow and volume failed" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log was performed however no specific event date was provided. The last days of customer use show three infusions at a rate of 40ml/hr and volume to be infused of 20ml, which are the recommended parameters for flow rate accuracy testing outlined in the spectrum installation and maintenance manual. There are no abnormalities noted in the log that would cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate and volume test during testing in the biomedical service department. There was no patient involvement. No additional information is available.